Event description:
It was reported that during an unknown procedure that the pouch tore when being removed from the patient. No adverse impact patient/user.

Manufacturer narrative:
(B)(4). Date sent 10/20/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any part of the torn pouch fall into the patient? If so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. Additional information was requested, and the following was obtained: 1. Did any part of the torn pouch fall into the patient? Not that I¿m aware of 2. If so, was the part retrieved? 3. If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? No. 4. Or was the torn portion disposed of? Disposed of.